Manufacturer narrative:
The reported events were failure to capture and lead dislodgement. As received, a complete lead was returned in one piece. Visual examination found the helix retracted and clogged with blood/tissue. After cleaning the lead, the helix could be extended and retracted by applying torque to the connector pin. The helix length was measured within specifications. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies.

Event description:
It was reported that the physician presented remotely via merlin.net after feeling fatigued. Review of transmission revealed an irregular heart rhythm and failure to capture on the right ventricular (rv) lead. The lead was noted to be dislodged. The physician elected to explant and replace the rv lead. The patient condition was stable.